Event description:
It was reported that the device was explanted after an implant duration of approximately 129.27 months. On (B)(6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic regurgitation, secondary to dehiscence. Per the operative report of (B)(6) 2010 : "the previous bioprosthetic valve was identified. There was detachment of the cusp leaflets from the struts and this occurred significantly on the right coronary cusp on both sides also as well on the non-coronary cusp as well. The old valve was removed using a freer elevator and removing all the previous fixation sutures."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.